Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs professional meter serial number (B)(4). At 10:03 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.1 inr. After 5 minutes, a venous sample collected from the patient was tested in the laboratory using neoplastine reagent on a stago compact analyzer, resulting in a value of 3.02 inr. Therapeutic decisions for the patient were made based of the laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is twice per week.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, (coaguchek or accu-chek inform or accutrend) strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."